Manufacturer narrative:
(B)(4). Date of event: (B)(6) 2018. Concomitant medical products: unknown lcck femoral component catalog # unknown lot # unknown, unknown lcck articular surface catalog # unknown lot # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2019-03635, 0001822565-2019-03637. Product location is unknown.

Event description:
It was reported that a patient underwent an initial left total knee arthroplasty procedure. Subsequently, the patient is alleging unknown injuries. No revision procedure has been reported to date. Attempt for further information has been made, but no further information has been provided.

Event description:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon receipt of information received and reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.